Manufacturer narrative:
Result: foot left siderail switch with a cut/exposed wire.

Event description:
It was reported by svc report that the foot left siderail switch had an exposed cut wire. It is unk if there was pt involvement or adverse consequences to report.